Manufacturer narrative:
H3: analysis of the lead 978b128 istm ii 28cm ssmri tined (lot: va2jyzp) revealed the #1 conductor was broken in the distal end of the lead. Analysis determined that there was a short between the #0 and #1 conductors at the distal end of the lead under dry conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128 lot# va2jyzp. Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not [benefit] from the therapy anymore. The amplitude was set to 3.5 ma until sensory threshold. An impedance measurement was taken and one electrode was shown with an impedance greater than 4000 ohms. An intra-operative x-ray revealed a completely dislocated lead. The lead was explanted and replaced with a new one on (B)(6) 2026. The issue has been resolved.